Event description:
It was later reported that the pump was explanted in (B)(6) 2013 due to a mrsa infection. The infection had started in the patient's pic line. The infection was not well controlled, so infectious disease requested that the pump be removed to prevent further systemic issues. The patient was started on oral dilaudid after explant and was not re-implanted with a pump. The patient was last seen in (B)(6) 2013 and was ¿alive and well¿; the infection had resolved.

Event description:
The hcp reported an infection and granuloma were suspected 2 days before the day of the report when the patient was admitted to the hospital. The hcp stated, the infection began in the patient¿s pic tube and spread to the drug infusion system. Per the hcp, the diagnosis was either the day of the report or the day before. The pump was going to be surgically removed. The patient was receiving IV pain meds. The hcp wanted to stop the pump but chose to program the pump to min rate mode. The pump was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4); it was not clearly ruled out that the patient did not have a granuloma. Additional information has been requested, but it was not available as of the date of this report. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly, catheter miscellaneous acceptable testing catheter incomplete/returned in segments.